Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The cup was screwed on to the impactor handle and after impacting the cup the surgeon tried to unscrew the handle from the cup and it just kept turning and would not come apart. It was discovered after the handle finally disengaged that the handle broke into two pieces, one piece still attached to the cup from the handle.

Manufacturer narrative:
Examination of the returned impactor and cup confirms the report. A cup was returned with the male threaded portion of the impactor cross threaded into the female threads of the cup. The male and female threads of the impactor are damaged and the cup threads are as well. The strike plate is gouged and deformed in several places, some areas sharp enough to catch a glove. There are heavy gouge marks and scratches in the handle material as well as the shaft. The root cause is attributed to misuse secondary to wear out based on the observed thread damage. Corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.